Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 1 - vf=170 ms average v-cycle on (B)(6) 2011 17:48:55.

Event description:
It was reported that the patient experienced 3 shocks from the device for abrupt onset of atrial tachycardia and the user wants to know if there was a way to reprogram the device to prevent the treatment from occurring. The device remains in use. No further patient complications have been reported as a result of this event.